Event description:
A distributor contacted zoll to report that a patient had skin irritation under the rear therapy electrodes (tes). The patient was given a prescription medication to help resolve the irritation. Follow-up indicated that the rash was doing better.

Manufacturer narrative:
There is no indication of a device failure associated with this event. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.